Manufacturer narrative:
Visual examination of the returned device showed signs of wear and tear. Torque testing found the device was out of specified guidelines. The device was disassembled and components showed signs of significant wear and rust. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the torque handle exerting excessive torque cannot be positively determined from the sample and information provided. A potential root cause may be a combination of rust, wear, and damage to its components over more than 10 years of use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During posterior tl fusion, the tip of the expedium final tight shaft was stripped